Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 369 mg/dl. The customer treated their blood glucose with a manual injection. The customer confirmed that they were not hospitalized. The customer mentioned that they also received the no delivery alarm. The customer was able to perform troubleshooting for the alarm. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.